Event description:
When the lens was being delivered into the patient's eye using the delivery device, the lens exited incorrectly. The lens was removed from the eye and replaced with another lens.

Manufacturer narrative:
This form was completed by the manufacturer. See MDR 1920664-00559 for delivery device used with this lens.